Event description:
It was reported to boston scientific corporation that a tandem xl was delivered to the customer. According to the complainant, during delivery of the product a hairline was found inside the pouch. There was no procedure involved and the device was not used in the patient.

Manufacturer narrative:
Block h6 (device codes): problem code 2944 captures the reportable event of foreign material present in the device. Block h10: the returned tandem xl was analyzed, and a visual evaluation noted that a hair was found inside the sealed pouch. No other issues with the device were noted. The reported event was confirmed. During visual assessment it was found a hair inside of the sealed pouch. Therefore, it was concluded based on the information available and the analysis performed to the returned device that the investigation conclusion code for this complaint will be documented as manufacturing deficiency due to problems traced to the manufacturing process. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. An investigation to address this issue has been completed. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tandem xl was delivered to the customer. According to the complainant, during delivery of the product a hairline was found inside the pouch. There was no procedure involved and the device was not used in the patient.